Event description:
The vns pt was seen in the clinic on (B)(6) 2010 and when the device was interrogated, the eos projection showed 3 months remaining. System diagnostics test was ok, with lead impedance 2307 ohms. Review of programming history revealed that the pt was seen previously on (B)(6) 2009 where the eos projection showed 1.2 years remaining. The settings were the same at the office visit on (B)(6) and (B)(6), thus there were no setting changes made that would have contributed to the change in the eos projection. The site was questioning if the 3 month eos projection was accurate. Since the settings were unchanged between these office visits and the lead impedance values are similar (on (B)(6) the lead impedance value was 2363 ohms, and on (B)(6) the lead impedance value was 2307 ohms), it would be expected that the eos projection would show approximately 6 months rather than 3 months. The generator source code is not available for review; however, it is unk that the correct diagonconsumedm value for a frequency of 30hz and a pulse width of 500 microseconds is 2984. The parameter diagonconsumedm is used by the demipulse generator and the handheld programmer to estimate device longevity. A design change in the equation used to assign the value of this parameter was not implemented in the manufacturing test system software that initializes the value of diagonconsumedm in the generator. The root cause leading to this implementation problem relates to design change control in that the incorrect assessment that a programming event executed later in the manufacturing process would correct the value of diagonconsumedm in the generator. This was corrected for existing inventory through rework which permanently revised the manufacturing test station software to use the correct parameters. The root cause of the bias in diagonconsumedm is that a design change was made to the equation that calculates a parameter (diagonconsumedm) in the longevity calculation; a corresponding change was not implemented in the manufacturing test system software. The malfunction event for the programming software was reported via MDR # 1644487-2010-01194.

Manufacturer narrative:
Review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Bias in the parameter, used in the longevity calculation, loaded into the generator was identified. The root cause for the bias in the parameter used in the longevity calculation of the generator was due to an implementation problem of the longevity equation revision used to assign the value of this parameter in the manufacturing test system that initializes the value of diagonconsumedm in the generator.